Event description:
This supplemental is provided due to information that this product was not explanted but, was capped and abandoned due to infection, erosion, and a hematoma. There were no additional adverse patient effects. Later, a new pulse generator was implanted onto this electrode. It remains implanted and is now back in service. There were no additional adverse patient effects.

Event description:
It was reported that this product was explanted due to infection, erosion, and a hematoma. There were no additional adverse patient effects.